Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (300+ mg/dl). Customer changed site and has had a couple of kinked cannulas with the new site. Customer received correction shots to stabilize his blood glucose level.